Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed due to inflation and deflation issues. A new ipp was implanted. No patient complications were reported.